Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4). Product type: lead. Product ID: 977a260, serial#: (B)(4). Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patients lead migrated in 2018 and because of the lead migration, stimulation was not helping at all. Patient stated he has not charged the ins in a while and did not recall the last time she charged the ins. No symptoms reported.